Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the inner shunt in a moderately tortuous and moderately calcified vessel in the forearm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, a balloon pinhole ruptured upon second inflation at 6 atmospheres for 5 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.